Manufacturer narrative:
Patient identifier: requested, not provided due to hospital policy. Age & date of birth: not provided due to hospital policy. Patient sex: not provided due to hospital policy. Weight: not provided due to hospital policy. Ethnicity: not provided due to hospital policy. Race: not provided due to hospital policy. Implanted date: device was not implanted. Explanted date: device was not explanted. A review of the device history record of the product code/lot number combination was conducted with no findings. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed since the device was not available for evaluation. The exact root cause was unable to be determined. The likely cause was determined to have been damage sustained by the hemostasis sheath due to handling during component assembly. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported that when the locator of the angio-seal device involved was being inserted into the insertion sheath, resistance was felt. When the insertion sheath was checked, a slight kink was observed in the tip of the insertion sheath. The device was not used, and manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. The procedure before deploying the device was percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 french. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel's diameter was 5 millimeters (mm). There was no health damage to the patient. There was no patient injury or surgical intervention. No equipment or other devices were used with the product involved.